Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had buttons harder to pressed sometimes work. The customer¿s blood glucose level was unknown. Customer stated that insulin pump had back light was not as bright and rewind slower than before. Customer stated that insulin shoots out of infusion sets instead of dripping. Customer reported that insulin pump had a couple of unexplained no delivery alarm. The insulin pump will not be returned for analysis.